Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and associated device displayed pace impedance measurements greater than 3000 ohms, noise, oversensing and no capture an maximum output. The lead was suspected to have been fractured but was not confirmed. The patient was 0% paced. The device was reprogrammed to vdd mode at 45 ppm and the issue is to be addressed when the device reaches elective replacement indicator (eri). There were no adverse patient effects reported. The system remains in service.

Event description:
Subsequently, this patient underwent a generator changeout for normal battery depletion (nbd). The patient's ra lead was deactivated and no further changes or intervention was done to address the previous lead observations. The patient's new device was programmed to pace/sense in the ventricle only. No adverse patient effects were reported. This product remains implanted.